Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised before advancing the instrument through the flexible bronchoscope, retract brush into catheter by pulling the brush handle back approximately 5 cm or until brush tip is flush with distal end of catheter. The catheter and protective tip protect the bristles from some of the contaminating organisms that may be picked up while passing it through the flexible bronchoscope. When bronchoscope is in desired position, advance the catheter with brush inside to the area for cytological sample. Push the brush handle to advance the brush 5 cm past the distal end of the catheter. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 149, conmed disposable bronchial cytology brush, device was being used during a robotic bronchoscopy with ion and brush biopsying procedure on (B)(6) 2024 when it was reported ¿the tips of two cytology brushes broke off during a procedure.¿. Further assessment questioning found that ¿both times the metal part disconnected from the plastic part, while I was bringing the sheath over the tool outside of the channel, before bringing the entire tool into to channel and removing it. First time it fell out completely and removing of ion only brought it closer to where I could fish it out with forceps. This last time I was in the upper lobe, so able to bring it back with the ion, disconnect ion and remove the leftover metal part of the brush with bristles in the channel. Neither time harm was done, as I navigated the brush out of the patient.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 149, conmed disposable bronchial cytology brush, device was being used during a robotic bronchoscopy with ion and brush biopsying procedure on 25apr24 when it was reported ¿the tips of two cytology brushes broke off during a procedure.¿. Further assessment questioning found that ¿both times the metal part disconnected from the plastic part, while I was bringing the sheath over the tool outside of the channel, before bringing the entire tool into to channel and removing it. First time it fell out completely and removing of ion only brought it closer to where I could fish it out with forceps. This last time I was in the upper lobe, so able to bring it back with the ion, disconnect ion and remove the leftover metal part of the brush with bristles in the channel. Neither time harm was done, as I navigated the brush out of the patient.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.